Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that during an operation, the trial tray had fractured where the removal tool hooks on. The fractured fragment was unable to be recovered from the patient. Attempts have been made and no further information has been provided.